Manufacturer narrative:
The customer canceled the service request. No add'l info is available.

Event description:
The customer reported a battery disconnected error message on the 9000 system. No pt injury was reported.